Event description:
Reporter alleged the blood glucose monitoring device generated a result outside the reading range of the meter. Reporter stated for the last 1-2 weeks, she has been receiving results in the 600s mg/dl and has been taking more sliding scale insulin based on the results. Reporter indicated when checking the meter memory, she was unable to find any readings in the 600s mg/dl or any hi readings. Reporter stated no controls were used and no medical treatment was sought however self treated with dietary adjustments when glucose felt low. A request was made for the return of the suspect device and replacement product was sent.